Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: w4tr01 crt-p, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead post-operatively dislodged. The lead was explanted and replaced. It was also reported that the chronic right ventricular (rv) lead exhibited high and unstable pacing thresholds in addition to non-capture. The rv lead was also explanted and replaced. No patient complications have been reported as a result of this event.